Manufacturer narrative:
Analysis synthesis: - upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. - in-depth analysis of the returned unit revealed that the confirmed issue is due to a short circuit between the printed circuit board (pcb) and the ground. - the root cause of this short circuit is most probably associated to an issue at the manufacturing level.

Event description:
Reportedly, the pairing of the smart monitor with the implant was not possible, helpdesk tried together with the patient different locations in the house, different power outlets. Pairing was possible with another smart monitor without any problems

Event description:
Reportedly, the pairing of the smart monitor with the implant was not possible, helpdesk tried together with the patient different locations in the house, different power outlets. Pairing was possible with another smart monitor without any problems.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.